Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the unit was displaying erratic reading of potassium. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient. Although this issue was originally reported on manufacturer report number 1828100-2012-00010, preliminary manufacturer's evaluation on (B)(6) 2012 found multiple root causes for the erratic values. This report has been opened to reflect this new information and will address the erratic potassium value separately.